Event description:
My 11-year-old son with down syndrome uses a resmed airsense 11 CPAP machine with airsense 11 climateline tubing to treat obstructive sleep apnea. On the morning of (B)(6) 2025, after using the equipment overnight, he woke up with burns to his back and right arm where the tubing came in contact with his skin. When I touched the tubing, it was extremely hot to the touch. He was seen and treated and (B)(6) hospital. Problem was reported to resmed on 9/29/25 (ref #07547224). Problem was also reported to dme provider (B)(4) and machine, and tubing were returned to (B)(6). A new machine and tubing were provided.